Event description:
A report was received that a pt was explanted. The reason for the explant is unk at this time. The pt is reportedly doing well after the explant procedure.

Manufacturer narrative:
The explanted devices were not returned because they were discarded by the medical facility.